Event description:
It was reported that the customer had a crack above the upward button on the insulin pump. Customer was asked to return pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, stained end capsticker, scratched reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.